Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's right ventricular lead was sensing noise. X-rays showed no lead anomalies. No intervention was performed. The patient was stable and would continue to be monitored.